Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were experiencing intermittent thumping at the ins site. They thought they were sitting on it wrong, but the thumping continued. The patient added they went to the bathroom six times the night prior to initial report when they normally go two. During the call, the patient connected to their ins which showed stimulation was on; they were at 1.5v on program 4. As a result of what was reported, the patient was instructed to consider turning stimulation off to see if the thumping stops and speak to their healthcare provider (hcp); they were redirected to their hcp to discuss the next steps. No further patient complications have been reported as a result of this event.